Event description:
The user is reporting the device was not able to properly analyze the patient's rhythm during a patient use event. It was confirmed by the user that the patient has two internal pacemakers, which can interfere with the rhythm analysis.

Manufacturer narrative:
(B)(4).